Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 180 mg/dl. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.